Manufacturer narrative:
H10, h6: the device, used in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. One picture of the multifix s-ultra has been provided and shows the device and a detached anchor and sleeve. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted image provide sufficient evidence to confirm. A review of product print/specifications found that visually inspect the distal end of the device was conducted to ensure the presence and proper orientation of the anchor, screw, and sleeve. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: tissue thickness. Misalignment of inserter handle. Excessive force. Over tensioning the suture. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff operation the multifix anchor was found broken outside the patient. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a rotator cuff operation the multifix anchor was broken the pieces were removed by using tweezers. Patient is in good condition the procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.